Event description:
The complainant reports that during a therapeutic esophageal dilatation, the dilator "broke" at approximately 4 cm above the balloon and detached from its source. It was removed from the esophagus with the aid of forceps. There were no reported adverse affects for the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.